Manufacturer narrative:
A supplemental MDR will be filed upon completion of the investigation.

Event description:
A customer at a USA clinic reported a malfunction where the cryogen canister shot out of the laser's dynamic cooling device (dcd) assembly and went up into the ceiling. It appears that the canister's neck bushing separated from the canister, as the canister's tip was stuck in the dcd assembly. The nurse and patient were not injured during this event. The cryogen canister is an accessory utilized in the candela laser systems to cool dermis.